Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (primary infusion device), is related to case with patient identifier (B)(6) (back up infusion device).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient alleged that she passed out a total of 7 times since (B)(6) of 2015. The patient does not know if all 7 times were due to her primary or her back up infusion device. The most recent incident occurred on her primary infusion device 2 weeks ago. The patient experienced low blood glucose levels. The patient passed out around 1 pm and the patient's mother called the paramedics. The paramedics tested her on their meter and the meter just read "low." They explained that the result had to be below 10 mg/dl because their meter only reads down to 10 mg/dl. The type of treatment given by paramedics is unknown. Patient was transported to hospital and was hospitalized overnight. The type of treatment provided by hospital is unknown. The infusion device was requested to be returned for product evaluation.